Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, alarm ¿controller error¿ appeared and then resolved on its own with placement signal coming and going with alarm. It was reported that the patient survived explant.